Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate shock during a medical procedure. Technical services (ts) was consulted and discussed that the specific procedure commonly involves the use of an electrocautery device, which may have caused electromagnetic interference (emi). Ts provided cautery management recommendations, including magnet application or programming the device into electrocautery protection mode. The healthcare professional (hcp) relayed this information to the treating physician. This device remains in service. No adverse patient effects were reported.